Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, an fse visited the customer to address the reported event. During service, the fse found the cup presence sensor sticking after cleaning and relubricating. The fse replaced the cup transfer assembly and performed alignments. The cup transfer was tested and passed. The instrument was operating as expected. There was no further action required by fse. The most probable cause of the cup not releasing errors was due to the sticking cup presence sensor.

Event description:
On (B)(6) 2016, a customer reported that they were getting cup not releasing errors with their a1a-900 analyzer. On (B)(4) 2016, afield service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.